Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedance measurements, and the physician was advised to perform in-clinic provocation testing to further evaluate. There were no adverse patient effects reported. This device remains in service.